Manufacturer narrative:
Initial and final MDR 2551143. Device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced insulin pooling under the cannula housing due to two infusion sets leakage event on (B)(6) 2026. The two infusion sets were in use for forty-five minutes. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.